Manufacturer narrative:
The device was received with operating currents within specification. The device passed functional testing including the self test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received under delivering. Customer stated that they experienced a high blood glucose and the blood glucose value was 349 mg/dl. Customer¿s current blood glucose value was 338 mg/dl. Customer had a symptom like little headiness. Customer treated with bolus for high blood glucose. The product will return for the analysis.